Event description:
It was reported that the patient experienced hyperglycemia after two infusion site changes, stating the infusion set¿s rubber stopper was leaking and causing high glucose, and a complete supply change and insulin cartridge fill were performed with the patient, followed by attempts to obtain follow-up blood glucose information. Symptoms included elevated blood glucose. Outcomes included no hospitalization and no device alerts or alarms. Investigation included troubleshooting and education with follow-up calls to obtain updated glucose information. Investigation of this case revealed an unclear cause of hyperglycemia with suspected infusion set or stopper leakage; no device alerts were observed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.